Manufacturer narrative:
Evaluation: during a visual examination of the product said to be involved, we confirmed the balloon is in the deflated position and does not show any evidence of noticeable damage. The catheter tubing does not exhibit any stretched or damaged areas. During a functional eval, a cook quantum inflation device filled with water was used to inflate the balloon. The balloon inflated properly. A visual examination of the inflated balloon dilator confirmed the presence of a small hole in the balloon material. The hole is located near the center of the dilation balloon. A small and steady stream of water exits the balloon at the location of the small hole. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to the slow loss of pressure. The inflation device was used to deflate the balloon, removing the water from the balloon dilator. A mfg discrepancy or anomaly that could have contributed to this report was not observed during our laboratory eval. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusion: the add'l info provided indicated the balloon did not receive lubrication prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor to a hole in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A hole in the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution. "Do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Correction action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action: customer qa will continue to monitor for complaint trends.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage esophageal balloon. The balloon was advanced through the endoscope and into position. After inflation, water started leaking from the balloon. Another balloon was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.